Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe needle was blocked while trying to aspirate. The following information was provided by the initial reporter, translated from spanish: "bd syringes, which are "blocked" that when the liquid or air enters, it simply returns and pulls downward pressure... Is the needle clogged? A: in reference to this comment, this is what the seller tells me, that the action performed by the syringe, when returning the plunger with air downwards, does not allow the syringe to remain on top or the liquid to be extracted. I don't know if this action is called "being blocked".

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe needle was blocked while trying to aspirate. The following information was provided by the initial reporter, translated from spanish: "bd syringes, which are "blocked" that when the liquid or air enters, it simply returns and pulls downward pressure... ¿ is the needle clogged? A: in reference to this comment, this is what the seller tells me, that the action performed by the syringe, when returning the plunger with air downwards, does not allow the syringe to remain on top or the liquid to be extracted. I don't know if this action is called "being blocked."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-dec-2022. H6: investigation summary: ten samples and video are received in which the client is seen holding the syringe by the base of the rim and slowly ejecting the plunger. In the first video, the client places the syringe to take the liquid, where the plunger returns on its own without liquid. In the second video, the client performs the same activity but does not add liquid, no issues observed. Upon visual evaluation of the needles, no defects or issues are observed. When introducing the stylet inside the cannula, there is resistance due to pasty consistency inside, needles appeared clogged. Fourier transform infrared spectroscopy was performed to further analyze, foreign substance is sodium salt, which generates the formation of a paste that prevents the passage of liquid through the cannula. Based on the quality team's investigation, possible root cause is associated with effectiveness in the sensor at the entrance of the autoshielder in the nip line entrance.